Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1923003) on 26-dec-2019. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of neuralgia ('neurological pain') in a female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced neuralgia (seriousness criterion medically significant), vision blurred ("blurred vision") and arthralgia ("joint pain"). At the time of the report, the neuralgia and arthralgia had not resolved and the vision blurred outcome was unknown. The reporter considered arthralgia, neuralgia and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 26-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of neuralgia ('neurological pain') in a female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced neuralgia (seriousness criterion medically significant), vision blurred ("blurred vision") and arthralgia ("joint pain"). At the time of the report, the neuralgia and arthralgia had not resolved and the vision blurred outcome was unknown. The reporter considered arthralgia, neuralgia and vision blurred to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.